Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history cord identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and claudication, as listed in the supera instructions for use, are known adverse events associated with the use of a peripheral device in native peripheral arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a peripheral stenting procedure with implantation of the 5.5 x 40 mm supera stent in the left superficial femoral artery. No issues were noted during stent implantation. On (B)(6) 2017, the patient underwent angiography due to claudication of the left lower extremity and restenosis was noted in the supera stent. Revascularization was performed on (B)(6) 2017 with implantation of an additional supera stent inside the previous supera stent. Patient was in stable condition post procedure. No additional information was provided.